Manufacturer narrative:
Other relevant device(s) are: pn: 9735820, ln: t901494 and pn: 9735799, sn: (B)(4). A manufacturer representative went to the site to test the navigation system. The router and the camera were replaced. Both parts have been returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the reference frame and pointer were not being seen by the camera. Led lights could not be seen coming from the instruments. The manufacturing representative radiological tech (rt) tried another navigation system and the instruments could be seen. The manufacturing representative indicated that the system control unit (scu) in the self-test tool is stating not connected, and there was an scu error shown in the ndi toolbox. Replacing the scu did not resolve the issue. Self-test showed the scu as unavailable. When the ndi toolbox was opened, it stated a connection failure for the scu. The ethernet to lan 3 was swapped and it showed as connected in the self-test, but the ip address and host name were still red. Another main cart system was brought over, and the scu ethernet from that cart to the network router lan 5 was connected and the same issue occurred. Connecting to lan 3 resulted in the same issue. The scu was taken off the malfunctioning main cart and connected it to the network router of the known good navigation system and it worked normally. There was no patient involved.

Manufacturer narrative:
Correction: it became known at the time of filing this report that the returned scu was analyzed on 2019-08-30. An electrical failure was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The returned router was analyzed on 2019-09-23. It was found that one of the lan ports did not function. An electrical failure was confirmed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.